Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Taper ii. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future the device remains implanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional information has been reported to allergan regarding the model number, serial number, the event date, patient data, or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported "lap retrieval of the tubing and reconnection of the tubing to the port" and leak of lap-band.